Manufacturer narrative:
One model# 774f75 catheter with an attached monoject 1.5 cc limited volume syringe was returned for examination. The reported event of temperature measurement issue was confirmed. The returned product was evaluated using a vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 33.1 c on the vigilance ii monitor. The catheter ran cco in 37.0 c water bath on the vigilance ii monitor for 5 minutes without error. The thermistor was continuous with no open or intermittent conditions. Both the thermistor and thermal filament connectors were opened and found no visible inconsistencies. The resistance value of resistor in the thermistor connector was measured and found to be out of specification. No visible inconsistence was observed on the eeprom data. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. No visible damage was observed from the balloon, catheter body, and returned syringe. Visual examination was performed under microscope at 20x magnification and unaided eye. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the indicated blood temperature continued to be 32 degrees c after the patient was moved to the ICU and reconnected to another hemosphere monitor. The indicated blood temperature was around 36 degrees c on the hemosphere monitor in the operation room. The expected temperature was 36 degrees c. An abnormal waveform was not observed. The patient was not treated based on the incorrect blood temperature. The sample of tracing was not available. The catheter was not replaced. Other trouble shootings were not performed. The error message was not observed. The blood temperature was not affected by the patient condition. The patient demographic information requested but unavailable. There were no patient complications reported.